Event description:
It was reported the implantable pulse generator (ipg) system was explanted. The leads were returned, analyzed and tested out of specification. Additional information obtained reported the system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products : addr01 ipg, implanted: (B)(6) 2008. (B)(4).